Event description:
It was reported that treatment was attempted on a distal lesion. The pixel could not cross a bend in the proximal artery, so the device was retracted. In the process, the stent separated from the balloon in the left main artery. The patient was sent for surgery to retrieve the separated stent.